Event description:
The customer reported that red alarms were not audible for an asystole event; no sound was heard on the philips information center ix (pic ix). The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that red alarms were not audible for an asystole event; no sound was heard on the philips information center ix (pic ix).the device was in use on a patient. There was no report of patient or user harm.